Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture explantation date: (B)(6) 2021. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced bilateral grade IV capsular contracture postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 6-aug-2021, mentor received additional information regarding the suspected medical device and replacement devices. The serial number of the suspected medical device is 9519559-033. The relevant field has been updated. The replacement devices are two 450cc mentor memorygel breast implant prostheses (catalog #: 3504504bc, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jun-2021, mentor received additional information regarding the suspected medical devices. The suspected medical devices are two 450cc mentor memorygel breast implant prostheses (catalog#: 3504501bc, left lot#: 9519559, right lot#: 9519559). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. On 23-jun-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral device malposition due to the bilateral capsular contracture. The patient was originally treated with steroids and anti-inflammatories for the capsular contracture pain. However, the symptoms did not improve. On 25-jun-2021, the suspected medical device was returned for evaluation. On 25-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).